Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was unknown. The customer did not state any significant events leading to the keypad issues. The customer was advised that the device would be replaced and agreed to return the product for analysis.